Event description:
Customer alleged blood glucose results of 194 mg/dl, 272 mg/dl, and 126 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported having symptoms of low blood glucose and self-treated with a peanut butter and jelly sandwich. Customer reported feeling better within a few minutes. A request was made for the return of the suspect device and replacement product was sent.